Event description:
End-user states that he has experienced itching and a pimple-like rash under the tape border for two yrs. He stated that the location of the rash is mostly above the stoma directly under tape border, but appears under other areas of the tape border. End user states that the itching begins immediately when a wafer is applied to skin. End-user changes wafer every 3 to 4 days.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the sur-fit natura 2 pc durahesive moldable wafer and this event is deemed possible because the product in use is temporarily associated with the skin where the problem occurred. According to the reporter, he cleans the area with (B)(4) soap and water, then applies (B)(4) adhesive remover and a no-sting barrier protective wipe. He uses (B)(4) powder only. No additional event/pt details have been provided to date. A return sample for eval is not expected. (B)(4).